Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. No additional information was provided. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.